Event description:
During insertion of central line, guide wire unraveled and became tethered inside vein. A right subclavian cut down under fluoroscopy and with the assistance of a vascular surgeon, was not successful in retrieving the wire. The wire was cut with a substantial fragment retained inside the vein. Fragment is not free floating and will need removal via thoracotomy with a cardio-thoracic team when condition (unrelated) stabilizes.